Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase during operation that would indicate a failure to deliver insulin. The pod was returned without the adhesive pad on the bottom housing. No damages or defects were found on the formed needle and bottom housing that would contribute to infection at the pod infusion site. A root cause for the reported infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and to the customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours on the arm. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, the insertion site was infected with pus coming out and the cannula was noted to be bent. A visit to the doctor's office was made but no treatment for the infection was given, the patient was advised to purchase an over the counter cream (savalon) and use it for 7 days. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.